Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. Since surgery, the patient experienced a pain and had a scan test ten months after insertion. It was also reported that the mesh was twisted, too tight and broken. Currently, the device is still in place. The patient is still experiencing constant pain and limited mobility. No further information is available.